Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient was experiencing a shocking or jolting sensation; the patient was unable to adjust stimulation. There was pocket swelling: bandages were still present and the patient turned the device off. Two days after the initial call; the patient reported that the swelling went down and that they adjusted the device to a program that felt comfortable. A follow-up report will be sent if additional information becomes available.